Manufacturer narrative:
(B)(4). The device was received with the hand activations contacts bent. The device was connected to a test handpiece with difficulty. During mechanical testing, the rotation knob not rotate freely. The device was tested with a generator and was functional, activating when each of the max and min activation buttons were pressed, but no continuous activation occurred during any functional testing the damaged hand activation contacts could cause rotational issues with the device. In addition, it can cause improper torquing of the blade, which could cause the generator to display instrument errors or activation issues. Hand switch contacts damaged due to tilted handpiece hitting contact top surface during assembly.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the product stopped working. The generator error stated to tighten assembly. It was tightened again and then the instrument started testing on its own. There were no patient consequences. Case completed with another device of the same product code.